Event description:
It was reported that following the implantation of an elevate anterior, the patient experienced dyspareunia, erosion, chronic pain, painful urination, and pressure. The patient had her mesh trimmed. She states that her life is "undescribable". If additional information is received, a follow up report will be sent.